Event description:
A report was received that the patient was experiencing abdominal pain, distension, and hypotension. The physician believed all of the patient¿s symptoms to be related to the device. The patient was admitted for abdominal pain and x-rays were taken for intestinal blockage. The patient was treated with IV fluids and antiemetic¿s which resolved the abdominal issues. Upon subsequent follow up the patient reported feeling very tired and experiencing low blood pressure when lying down. The patient's blood pressure medication was reduced and the event resolved.